Manufacturer narrative:
(B)(4). Mitral regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis as it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the details of the event. However, advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. The device history record (DHR) review was not able to be completed as information regarding the device (i.e. Serial number) was not provided. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 25mm bioprosthetic mitral heart valve is failing after four (4) years due to severe mitral regurgitation. As reported, the patient has not undergone reoperation at this time. The physician indicated they were unaware of the patient's current situation and that they will continue to follow-up with the patient. No additional details were provided.